Manufacturer narrative:
Retainer ring : black. On (B)(6) 2021 the customer alleged was hospitalized for high blood glucoses and no insulin is delivering(under delivery). The test p-cap locks properly in place in the reservoir compartment noted. Received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6), 2021, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and delivered at the daily total of bolus insulin delivered of 46.3u bolus per long trace. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for high blood glucoses. The force sensor is within specification and the motor functioning properly. Customer alleged for no insulin is delivering(under delivery) was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to initial reporter was incomplete and provided in e1 section of this report.

Event description:
The customer's family member reported via phone call that customer was taken to emergency and than hospitalized on (B)(6) 2021 as they experienced high blood glucose which was 489 mg/dl and was treated intravenous insulin drip. Customers current blood glucose was unknown. Customer was assisted with trouble shoot. Customer stated that the pump when in to reprogram the replacement pump than after turning on it did not delivered insulin. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature at the time of event was not active. The insulin pump will be returned for further analysis.

Manufacturer narrative:
(B )(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.